Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent treatment of a 7.5 cm abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. It was reported an icast endoprosthesis was implanted first to maintain renal artery patency. A trunk-ipsilateral leg component was then advanced into position. A decision was made to fully deploy and balloon the device prior to cannulating the gate. After the device was deployed, angiography showed that the device had moved distally an unknown distance. It was reported that the patient's aorta was extremely tortuous with two 90 degree angles, and this tortuosity reportedly caused the distal movement. The patient was converted to open repair, and the trunk and icast endoprosthesis were explanted. The patient tolerated the procedure.